Manufacturer narrative:
As the exact date of event is unknown, the date received by the manufacturer is used. It was reported to have happened "several months ago". The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was admitted to the hospital with dka, stating the suspect device was defective and therefore the patient was not receiving his/her insulin. The potential defect was reported as "the protective sheath not retracting", although the reporter cannot recall specific details as it occurred several months ago. No further information is available.

Manufacturer narrative:
Result - a sample was not returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode as no samples were returned for analysis. An absolute root cause for this incident cannot be determined.